Event description:
Customer alleged discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 3.0, lab: 5.9. Lab draw done immediately after inratio result.

Manufacturer narrative:
Per issue, patient is taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 03/26/2012, inratio meter = 3.0, reference = 5.9, mean = 4.45, confidence limits = 2.5 - 6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Complaint will be subject to trending. No corrective action required at this time as no product deficiency was established.